Event description:
It was reported that an "ami mesh" was inserted for vaginal prolapse in 2009. The model of the device was not identified. The patient presented with dyspareunia in (B)(6) 2011 and was diagnosed with vaginal mesh erosion in (B)(6) 2011. The area of eroded mesh was excised under general anesthesia.

Manufacturer narrative:
It is unknown what pelvic mesh product was implanted. Should additional information available regarding this event it will be re-evaluated and a follow-up report will be sent.